Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at the back of the pump. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: cracked battery tube threads, cracked battery tube, serial number label damage, pillowing overlay and stained overlay. Cracked battery tube threads, cracked battery tube and serial number label damage confirmed.

Event description:
Information received by medtronic indicated that the insulin pump had a fractured casing. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.